Manufacturer narrative:
The reported complaint was not verifiable since no product was returned for evaluation or testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr) the user facility's biomedical engineer did not find any issues with the hlm during troubleshooting and believes the outlet may have been the issue.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) switched to battery backup while plugged in. There was no patient involvement.